Event description:
It was reported that doctor removed head and put new one.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown v40 biolox 0 head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.